Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but was confirmed to be unavailable. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a 25g soft tip cannula would not fit through the 25g trocar during a vitrectomy surgery. An alternate cannula was obtained in order to continue and complete the procedure with no harm to the patient. Additional information has been requested, but was confirmed to be unavailable.

Manufacturer narrative:
One opened soft tip needle sample was received by manufacturing loose inside of a blister package for the report of needle did not fit through a trocar. The returned cannula was visually inspected and was found to be nonconforming. The tip of the cannula was pinched and part of the silicone tip was missing. A fit test was unable to be performed due to the damaged tip of the sample. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned needle cannula sample was received open and the complaint details state that it was used on a patient therefore, how and when the tip of the cannula became damaged cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. No trocar sample was received by manufacturing for evaluation therefore, the condition of the associated trocar could not be verified. As no trocar lot number was identified with this complaint, lot specific history and complaint history reviews could not be conducted. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).